Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe w/ needle stopper was sitting at an angle, causing leakage. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 305662, batch no: 9105734. It was reported that black rubber stopper was sitting at an angle inside of the syringe, causing blood to leak out. Per customer phone call: "black stopper was at an angle when sitting inside syringe it was cockeyed." Explain the nature of the issue at least 10 have had weird plungers that render them unusable or we end up not noticing and blood leaks all around them like the seal isn't good. We are on our first box.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9046906. Medical device expiration date: 1/31/2024. Device manufacture date: 2/15/2019. Medical device lot #: 9057807. Medical device expiration date: 1/31/2024. Device manufacture date: 2/26/2019. Investigation summary: eleven 3ml syringes with needles in fully sealed blister packs (B)(4) were received and evaluated. One was confirmed to be from batch #9046906, two were confirmed to be from batch #9057807 and eight were confirmed to be from batch #9105734. None of the received samples were observed to have defective stoppers. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Machine logs indicate an issue with the stopper dial during the manufacture of batch 9057807. Potential root cause for the insecure stopper defect is associated with the assembly process. A worn stopper dial can cause a misalignment between the plunger rod and the stopper which may result in the stopper not being properly seated. No corrective actions are necessary based on the defective rate identified. Batch 9057807 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd luer-lok¿ syringe w/ needle stopper was sitting at an angle, causing leakage. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 305662 batch no: 9105734. It was reported that black rubber stopper was sitting at an angle inside of the syringe, causing blood to leak out. Per customer phone call: "black stopper was at an angle when sitting inside syringe it was cockeyed." Explain the nature of the issue at least 10 have had weird plungers that render them unusable or we end up not noticing and blood leaks all around them like the seal isn't good. We are on our first box..